Event description:
During programming, it was difficult to establish accurate thresholds due to the pt responding at low current leveis. Using the appropriate diagnostic equipment, it was determined that although the device can be used, it is not functioning entirely according to MFR's specifications. The child was able to establish thresholds when an alternate programming mode was used. The pt continues to use the deivce. No decisions have been made regarding the pt's long term use of this device.